Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 264 mg/dl. The customer stated he had also compared his truemetrix to his other meter. The customer stated he performed a fasting blood test with true metrix and got 216 mg/dl and checked with his other meter right after and got 160 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer stated that he hasn't been diagnosed with diabetes, that he just spot checks his blood sugar under his doctor's supervision. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. At the end of the call on (B)(6) 2016, the customer performed a blood test non-fasting and received a result of 117 mg/dl. The product is not stored according to specification as the customer stated he had left the meter in his car for about an hour in 7-degree weather. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 12/19/2016. The meter memory was reviewed for previous test result history: the 117mg/dl (B)(6) 2016 02:50:00 pm fasting: no, the 216mg/dl (B)(6) 2016 01:50:00 pm fasting: yes, the 250mg/dl (B)(6) 2016 02:52:00am fasting: yes, the 264mg/dl (B)(6) 2016 02:45:00 am fasting: yes, undisclosed. Memory concerns: 264mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 264 mg/dl. The customer stated he had also compared his truemetrix to his other meter. The customer stated he performed a fasting blood test with true metrix and got 216 mg/dl and checked with his other meter right after and got 160 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer stated that he hasn't been diagnosed with diabetes, that he just spot checks his blood sugar under his doctor's supervision. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. At the end of the call on (B)(6) 2016, the customer performed a blood test non-fasting and received a result of 117 mg/dl. The product is not stored according to specification as the customer stated he had left the meter in his car for about an hour in 7-degree weather. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).